Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr (B)(4) submitted for the adverse event which occurred on (B)(6) 2011. Mwr (B)(4) submitted for the adverse event which occurred on (B)(6) 2011.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent right inguinal hernia repair surgery on (B)(6) 2011 during which the surgeon noted ¿omentum adherent to an exposed mesh. The omentum and mesh were let in place, due to appendicitis.¿ it was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2011 during which the surgeon noted ¿the mesh to be very hard, contracted and exposed through the peritoneum to the omentum. The mesh was freed and removed.¿ it was reported that the patient experienced severe pain, burning, recurrence, stress and anxiety. No additional information was provided.